Event description:
Patient called to report left side capsular contracture baker grade unknown, also described migraines, numbness on both arms down to hands, shooting pain through the back of the shoulders to the center of the back of a non-allergan device. The device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).